Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer reported that the system suffers from an intermittent problem where suddenly a blue screen is shown. Once the blue screen is displayed, the system becomes unresponsive and needs a full restart to become operational again. It was reported that the patient was no injured during the procedure.